Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the center of the bag. The leak was identified during an unspecified process step; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between july 06, 2018 to july 08, 2018. The device was received for evaluation. Sample was received cut in the top right corner where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon functional testing a leak was observed in the front middle area of the bag where the non-latex symbol is located. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.